Event description:
It was reported on (B)(6) 2014 that the patient has been having difficulty breathing with lowering of o2 levels associated with stimulation on times and that this event started exactly a week ago. Diagnostics were taken in the past week and came back within range. The nurse practitioner stated that she lowered the pulse width and frequency and that this helped reduce the breathing problems but that they did not resolve completely. There had not been any recent traumatic events for the patient. It was stated that the patient¿s o2 levels dropped somewhat significantly during his sleep, also associated with stimulation and that this drop in o2 saturation levels was the most severe during sleep for the patient.